Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection, that the bronchovideoscope exhibited that due to damage on charged coupled device unit, the image disappeared during angulation in up/down direction. Additionally, it was found foreign material in the adhesive on bending section cover and connecting tube. There were no reports of patient involvement.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the investigation results, the root cause for the foreign material could not be identified. The foreign material may have been unremoved because the device was not reprocessed properly by leak at the biopsy channel. While the user was handling the device, the leak occurred from the biopsy channel, and fluid invaded the device. The fluid invasion caused abnormality in electronic components, which led to the suggested event. The events can be detected and prevented in accordance with the following IFU. User may be able to detect the suggested events by handling device in accordance with the following IFU - inspection of the endoscope. User may be able to reduce / prevent occurrence of the suggested events by handling device in accordance with the following IFU - leakage testing of the endoscope. Important information ¿ please read before use. Warnings and cautions: caution. Turn the video system center on only when the endoscope connector is connected to the video system center. In particular, confirm that the video system center is off before connecting or disconnecting the endoscope connector. Failure to do so can result in equipment damage, including destruction of the image sensor. ¦warnings and cautions: disappeared or frozen endoscopic image: warning follow the precautions given below. Otherwise, the endoscopic image may disappear unexpectedly or the frozen image may not be restored during the examination. 3.8 inspection of the endoscopic system. Inspection of the endoscopic image. Confirm that the wli and nbi endoscopic images are normal. 5.1 troubleshooting - if any irregularity is observed during the inspection described in chapter 3, ¿preparation and inspection¿, do not use the endoscope and solve the problem as described in section 5.2,¿troubleshooting guide¿. If the problem still cannot be resolved, send the endoscope to olympus for repair as described in section 5.4, ¿returning the endoscope for repair¿. Also, should any irregularity be observed while using the endoscope, stop using it immediately and withdraw the endoscope from the patient as described section 5.3, ¿withdrawal of the endoscope with an irregularity¿. Olympus will continue to monitor field performance for this device.